Event description:
The customer reported to baxter corporate product surveillance of a 60" micro volume extension set that is leaking around luer lock and IV tubing connection. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4) it is unknown if a sample is available. If a sample is received or additional information is obtained, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.